Event description:
It was reported that the customer received the no delivery alarm while changing the infusion set. The customer stated that there may have been an occlusion in the reservoir or infusion set. The customer's blood glucose was unknown. Troubleshooting was done. Advised customer to assemble a new infusion set with the current reservoir. The customer disconnected the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.